Event description:
According to the reporter, there was no image displayed in the video laryngoscope's screen. The light source at the tip lights up and the remaining minutes of use was indicated. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one of the batteries would not work when put into the test. Both the led and display did not work. However, when some pressure was applied to the battery above the power button, the led did turn on. After that, the battery powered on the device without any issues. Both the display and the led worked with no problems. It was reported that there was no image displayed in the video laryngoscope's screen. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.